Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that in january the longevity of the device was estimated to be an average of 15 months. The right ventricular (rv) threshold was at 1.0v. The elective replacement indicator (eri) tripped in (B)(4) with the rv output settings programmed to 5.0v and 1.0ms. The automatic capture management function of the device was questioned as having led to the unpredicted eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku